Event description:
It was reported that during the implant procedure, the right atrial (RA) leadless pacemaker (LP) was unable to be docked to the delivery catheter following fixation. The LP was removed from the patient. The LP was then revealed to be unable to be released from the delivery catheter. A new LP was implanted to resolve the event, and the patient was in stable condition.